Event description:
Ous MDR - it was reported that oversensing was noted via remote monitoring. The patient was brought to the clinic. The patient decided not to have the lead repositioned or replaced due to his age. The ICD therapy was turned off. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend curves showed a varying rv coil continuity between 500 ohms and 2500 ohms from (B)(6) 2016 and (B)(6) 2017. There were no iegms available for an analysis of the above mentioned oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.